Manufacturer narrative:
(B)(4). Date sent to FDA: 12/22/2020. H3 analysis summary: during the visual inspection of needle/suture piece, the swage and attachment area were noted to be as expected, marks by use of a surgical instrument could be observed. Also, the sutures pieces were received with body fluids, crushed and was observed wavy caused by use. The condition of the sample received indicates an improper handling of the device. The manufacturing records couldn't be reviewed as the batch number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? No further information is available. In relation to needle, what is the approximate location of suture breakage? No further information is available. Procedure name and date? No further information is available. Event date? No further information is available. Lot number? No further information is available. What was used to complete the procedure? No further information is available. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture broke when it was pulled. There were no adverse patient consequences reported. Additional information was requested.